Event description:
Customer reported a possible under infusion of chemotherapy due to excessive air in line, and frequent purging of the IV set. The nurse changed the IV line at least once, and involved five lvp modules and two programming modules. The chemotherapy infusion finished earlier than anticipated, and the customer believes the patient did not get the prescribed dosage of his/her chemotherapy due to repeated ail alarms and subsequent troubleshooting by the staff. There was no report of patient harm and no medical intervention was required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the devices have not been received. A follow up report will be submitted with investigation results should the devices be returned for evaluation.